Event description:
It was reported that an adverse event occurred. According to the patient¿s spouse, on (B)(6) 2026, the patient experienced a hypoglycemic event. The patient experienced a hypoglycemic shock and loss of consciousness. It was not specified what the cgm device was displaying at that time. The patient was hospitalized in the intensive care unit (ICU) unit, but no specific treatment details were reported, and it was unknown how much time the patient stayed at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.